Event description:
An ipp device was implanted on 9/3/81. A connector was revised on 10/20/81. The cylinders were revised on 3/27/84 and 3/21/86. The entire device was removed from the patient and replaced on 4/1/97 due to fluid loss in a cylinder.